Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable because it was broken. The customer was able to charge the pump with the usb cable, however, a replacement cable was sent. Customer¿s blood glucose was 110 mg/dl.